Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was verified, the upstream occlusion sensor failed to recognize that the cartridge was loaded. The device was not functioning properly. Service will replace the rear housing containing the syringe sensors. Based on the evidence, the complaint was confirmed and the problem source of the reported event is unknown.

Event description:
Information received indicating that this cadd ms3 pump may have under delivered. It was reported that the volume in the cartridge did not reduce after running. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.